Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned to the complaint investigation site (cis) for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a contralateral approach. The target lesion was 99% in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The procedure was completed with a 6mm×4cm non-bsc balloon catheter. No patient complications nor injury were reported.